Event description:
It was reported via repair work order that the scale was fluctuating due to foot left load cell. It was further reported that the fowler would not move due to gas spring pin being stuck. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.